Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that upon inspection on (B)(6) 2018, two pieces of c5601 excel 23khz disposable wrench were rejected for having a foreign material inside the package. No patient involvement was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The returned units were received in the original packaging trays and were found completely sealed. The seal area of the trays was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. The visual evaluation through the packaging tray of the 1st unit and 2nd unit identified one (1) black particle inside the trays. The tray was opened and was confirmed that the particle was loose; not embedded. The cap of the unit was removed to evaluate the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present and in good conditions. Several black particles were observed from inside of wrench likely the one observed on the tray compared under microscope. The device history record (DHR) of reported fg lot # w1707027 was not possible because this fg number does not correspond to the nomenclature used to identify the fg lots at integra in anasco. The reported condition was confirmed in both returned units. The particles found loose inside the trays are very similar compared with ones obtained from inside of the units. These black particles do not affect the product functionality or its intended use and neither has adverse impact to the patient or user. Previous investigations determined that these black particles come from inside of the device due to a consequence of the torque test performed at the wrench¿s supplier. Each wrench device is submitted to this test as part of the product specification. During the torque test, the black particles are generated due to the friction of two (2) internal components of the device: the black plastic hub and the metal springs. The springs shave the surface of the black plastic hub during the test being accumulated inside the device. During the transportation of the product to the customers, those particles can come out due to the vibration and fall in the packaging tray. As part of product enhancements, three (3) holes of the welded cap were closed and the gaps between the metal hex and wrench¿s housing were reduced by incorporating an o-ring between the plastic hub and welded cap of the product. The enhancements have reduced the incidence of black particles within the packaging trays of cusa wrench products. No assignable causes associated to the packaging process of the cusa wrench at integra in anasco were identified as part of this investigation.